Event description:
It was reported that the pk dissecting forceps instrument tip was not rotating properly prior to starting a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down and up cable was broken at the distal clevis hub. The broken cable segments that contain the crimps were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found.